Event description:
It was reported that the 9900 system had a pre-charge error and collimator iris error. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated and the high voltage cable cleaned and re-greased during the service call.